Event description:
Customer reported with a description of "failed machine check of the clinic". There was no patient involvement, no user injury reported due to the event. Device evaluation found the device nozzle was clogged with foreign material. This report is being submitted for clogged nozzle with foreign material found on device evaluation (handling, reprocessing issue).

Manufacturer narrative:
The subject device was evaluated. Device inspection, service repair noted initial leakage and electrical safety tests were performed. The distal end insulation inspection failed. Due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value. Additionally, inspection found the nozzle unit was clogged with foreign material. Shock damage present at the distal end area. In addition, due to clogging the air/water supply volume failed. Furthermore, the following findings during inspection were noted on the device: grip has a chip, right/left (r/l) knob has a scratch, up/down (u/d) knob has a scratch, switch 1 (sw1) has a pinhole, scope (s-connector) has a scratch, scope cover (sc) cover unit has a scratch, due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, due to wear of angle wire, the play of u/d knob is out of the standard value, lg lens has a crack, connecting tube has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material was a result of mishandling of the device. Additional information about the event was requested, but not made available. Olympus will continue to monitor field performance for this device.